Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests. Reporter's results were 56, 68 and 109 mg/dl. Reporter did not have any symptoms. A control solution test was done due to lack of supplies. No harm was alleged.